Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) reported that the hc alarmed in initial drain. Per the hp, he was connected now. The baxter technical service representative (tsr) explained the alarm and help hp to clear the alarm. The hc was now at press go to start. The hp disconnected and the hp would reset the cycler with new bags and cassette. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, by starting over with new supplies. The hp stated that they had pressed go before connecting and then connected. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4) . A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The reported problem was confirmed. The assignable cause was use error - patient not connected when therapy initiated.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.